Event description:
When rn visited pt.'s home - a tube not patent - unable to give medicine or fluids. Rn was to change tube - unable to deflate retention balloon. Instructed by dr. To cut valve side of a-tube to facilitate ball on deflation and removal of tubedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.